Event description:
A report was received that the patient was experiencing inadequate stimulation. The lead had missing contacts and in multiple pieces inside the patient. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The lead had missing contacts and in multiple pieces inside the patient. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the lead was cut approximately eighteen cm from the lead end. The silicon of lead end was torn on the left pigtail; altogether seven electrodes of the lead end were dislodged and two electrodes were missing. It appeared that excessive tensile force was exerted onto the lead bodies pulling the cables and tearing the electrodes from the lead. Review of the DHR found no anomalies when the lead was manufactured.

Event description:
A report was received that the patient was experiencing inadequate stimulation. The lead had missing contacts and in multiple pieces inside the patient. The patient underwent a revision procedure wherein the lead was replaced. The patient was reportedly doing well postoperatively.

Manufacturer narrative:
Additional information was received that the physician could not find the contacts that were still inside the patient's body. No further course of action will be taken.